Event description:
It was reported that the patient had an I/d and poly swap for a tight knee joint.

Manufacturer narrative:
Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Hospital retained device.